Event description:
Bronchoscopy in an infant was performed to remove a foreign body. The physician tried to put the first catheter inside and it did not go through the working channel of the ambu ascope 5 broncho 2.7/1.2. It got stuck at the end of the bronchoscope - in the area, where "the movement of the camera is". Different catheters, not only forceps, but also baskets ((boston scientific m00513210) were tried. At the end, the physician also tried cryo, but the cryo did not pass at all. A second ambu scope (2.7/1.2) was tried and the same issue occurred. The scope was straight in neutral position in both cases. During the attempts to pass endoscopic tools through the two ambu bronchoscope the patient's condition got worse and worse and they had to begin the resuscitation. The physician tried with any type of lubrication too and tried to fill the catheter retrograd, that means pulling them inside from the end of the scope and it worked, but not from the other side. An olympus tower and scope was available in another place of the hospital, which successfully completed the procedure and there was no further harm to the patient.

Manufacturer narrative:
We were unable to verify the reported failure of extraction basket being stuck in the distal end of ascope 5 broncho 2.7/1.2, as no sample was returned for investigation and no lot number was provided. Based on investigation result, the possible cause of tool stuck in endoscope could be due to the foreign body captured by the extraction basket, with size bigger than 1.2 mm, which is the dimension of the working channel. The extraction tool can open up till 16 mm, holding a bigger foreign body. If the foreign body is larger than the 1.2 mm working channel of the ascope 5 broncho 2.7/1.2, it will be unable to enter the working channel, becoming stuck at the distal end. However, we are unable to comment further as no complaint sample was returned for investigation. Quality alert has been raised to production, quality control and industrial engineering team to increase their awareness on this market complaint.

Event description:
Bronchoscopy in an infant was performed to remove a foreign body. The physician tried to put the first catheter inside and it did not go through the working channel of the ambu ascope 5 broncho 2.7/1.2. It got stuck at the end of the bronchoscope - in the area, where "the movement of the camera is". Different catheters, not only forceps, but also baskets ((boston scientific m00513210) were tried. At the end, the physician also tried cryo, but the cryo did not pass at all. A second ambu scope (2.7/1.2) was tried and the same issue occurred. The scope was straight in neutral position in both cases. During the attempts to pass endoscopic tools through the two ambu bronchoscope the patient's condition got worse and worse and they had to begin the resuscitation. The physician tried with any type of lubrication too and tried to fill the catheter retrograd, that means pulling them inside from the end of the scope and it worked, but not from the other side. An olympus tower and scope was available in another place of the hospital, which successfully completed the procedure and there was no further harm to the patient. 08-16-2024 follow-up #1 additional information was received from the customer, which clarified that the tool inside the working channel got stuck on the way out of the distal end - prior to being able to retrieve foreign body.

Manufacturer narrative:
We were unable to verify the reported failure of extraction basket being stuck in the distal end of ascope 5 broncho 2.7/1.2, as no sample was returned for investigation and no lot number was provided. Based on investigation result, the possible cause of tool stuck in endoscope could be due to the foreign body captured by the extraction basket, with size bigger than 1.2 mm, which is the dimension of the working channel. The extraction tool can open up till 16 mm, holding a bigger foreign body. If the foreign body is larger than the 1.2 mm working channel of the ascope 5 broncho 2.7/1.2, it will be unable to enter the working channel, becoming stuck at the distal end. However, we are unable to comment further as no complaint sample was returned for investigation. Quality alert has been raised to production, quality control and industrial engineering team to increase their awareness on this market complaint. 08-16-2024 follow-up report #1 b5: additional information g1: correction of the country of contact office g3: date updated to reflect when was the new conclusion provided by the investigation h11: additional information due to additional information provided by the customer, the investigation was revisited. Based on investigation result, the possible cause of reported failure is that the user inserted tools into bronchoscope while the insertion portion outside the body was kept in a curved position during the procedure. Therefore, tools could not be pushed past due to the friction induced in the working channel. However, we were unable verify the reported failure as no actual complaint sample was returned for investigation and there were no further information provided by the customer on the condition of insertion portion outside the body during the procedure.